Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information for the kit, but it was not available.

Event description:
A perforation, leading to a pericardial effusion occurred. It has been reported that a versacross access solution kit was selected for use for a left atrial appendage closure (laac) procedure. During the procedure, after energization, the tip of the versacross rf wire appeared to be moving in the left atrium (la) and pulmonary vein (pv) direction on fluoroscopy, but the inside of the la was not visible on transesophageal echocardiography (tee). After careful examination, it was found that the septal puncture was not completely energized. Only the ra side was energized, and the versacross rf wire did not penetrate to the la. Instead, it ended up penetrating the pericardial sac through the gap in the septum. At this point, it was confirmed that the pericardial effusion (pe) had increased 1cm from before the surgery. The versacross rf wire was then removed, and after careful examination for about 5 minutes, there was no further increase in pe size or any significant changes in vital signs. The procedure was then continued at the physician's discretion without performing any interventions and was completed successfully. The pe decreased the day after surgery, and further decreased the day after that and was naturally absorbed. The patient stayed for about two days longer than usual. Product is not expected to return for analysis (disposed). There were some challenges positioning the versacross dilator onto the septum due to poor tee visualization. The physician does not believe the versacross dilator or rf wire malfunctioned during the procedure. However, they believe the main issue was attempting to cross with poor visualization and the fact that the versacross rf wire is softer than the nrg needle, making it more difficult to penetrate.